Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer sensor issue. A field service engineer replaced the drawer controller board and position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had cubie drawer failure. The customer stated that the drawer was open and would not shut. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.